Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the user was unable to pull medications 2 hours before and after the medications were verified. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user was unable to pull medications 2 hours before and after the medications were verified. A technical support specialist (tss) connected to the station, reviewed the data synchronization logs, confirmed that the orders were up to date and communicating, accessed the server, examined user settings, and ensured proper configuration. The tss checked the menu timeout, which was set to 90 seconds, and verified the drawer timeout, which was set to 2 minutes and 30 seconds. The tss recommended that the customer complete transactions within the specified time settings or adjust for convenience. The customer asked to generate a report to identify delayed medications; however, such a report does not exist to provide insight into which medications were experiencing delays. The tss also suggested that the customer hover over the question mark icons next to the settings in the patient encounter system to view definitions for 'remove before order starts,' 'remove after order expired,' and 'medication due now display range start and end.' The tss explained that the settings (e.g., 2-hour and 4-hour timeouts) determine how long tasks remain visible or accessible for removal in the system and were not strict expiration times but rather visibility operating system for task management. The system functioned as intended after the technical support specialist troubleshot the device.